Event description:
It was reported that patient presented in-clinic for troubleshooting due to inability to send remote transmission. It was found that communication with the rf telemetry could not be established. Software download was done and device returned to normal function.

Manufacturer narrative:
(B)(4).